Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was disconnectingthe following information was received by the initial reporter with the following verbatimit was reported by customer that the primary IV tubing broke/disconnected at the port while attached to IV and infusing into patient.

Manufacturer narrative:
Two photos were taken by the customer. One photo verifies the separation between the tubing and male luer. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of the separation between tube and male luer component were the following: - medica solvent dispenser malfunction. - assembly method not follow up. A quality alert was created to awareness to the people involved that the potential cause was misassemble was per lack of use of the fixtures. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.